Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. The reported lot number, 252853, could not be validated to the reported part number. Other number¿UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporting facility phone number is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a valid lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reported the following event: it was reported that during an initial unknown surgery, two (2) matrixneuro screwdriver blades did not hold on properly to the screws. A back-up device was used to complete the surgery successfully with no delay. Concomitant devices reported: unknown screws (part number unknown; lot number unknown; quantity: unknown. This report is 2 of 2 for (B)(4).